Event description:
During plasma donation in 2004 the donor's arm began to swell on the first collection cycle. Center staff report no difficulty or pain with needle insertion. Subsequently donor reported swelling, discoloration, and pain. Donor was admitted to hosp one month later with complaints of myostitis of cervical area, cephalgia,and vertigo. It is known whether the hospitalization is in any way related to plasma donation on 2004. The plasma collection needle in use was discarded.